Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient reported being taken by emergency medical services (ems) to the emergency room due to inaccurate cgm readings. The patient could no longer recall the specific cgm/bg meter comparison values or the treatment/medication received during this event. No patient symptoms were reported. The patient was hospitalized for three days. No data was provided for evaluation. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.